Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, lot#: va1va5t, implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 16-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 (B)(4) (con, rep): information was received from a consumer, via the manufacturer¿s representative (rep), who reported they had a wound infection on the right side of their scalp. There were no factors that led to the issue, and no diagnostics performed. The system was explanted due to the wound infection which resolved the issue.